Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their top aligner is rubbing and cutting their mouth caused by sharp edges. Found that patient's upper #13 aligner is not with in normal limit, asked patient to backtrack to better fitting aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.